Event description:
It was reported that the patient received an acetabular cup on her left hip on (B)(6) 2008. The patient has been having pain and revision surgery is being discussed.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).

Manufacturer narrative:
(B)(4). Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It has now been reported that the patient was implanted a durom acetabular component 54/48 n. This is a bilateral claim. Right side case: (B)(4).

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer gmbh winterthur legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer gmbh never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer gmbh as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. DHR review: the quality records indicate that these components met all requirements to perform as intended. Review of event description: patient underwent planned revision surgery due to unknown reasons. Review of received data: surgical report : review of surgical report did not lead to new information regarding the reported event. Other information & sources : review of the complaint relevant documents did not lead to new information regarding the reported event. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008. The distribution of this product was ceased in the meanwhile. Zimmer¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a durom acetabular component 54/48 n on the left side on (B)(6) 2008. A revision surgery is planned for (B)(6), 2017 due to unknown reason.

Manufacturer narrative:
Additional information was received on december 12, 2017. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 54/48 n. The patient was revised on (B)(6) 2017 due to pain, loosening, cyst, fluid collection, debris, pseudotumor and osteolysis. This is a bilateral claim. Right side complaint : (B)(4).